Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime and system sensor test due to faulty force system resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. The customer's blood glucose reading was 480 mg/dl at the time of incident. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.